Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the missing pin was use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No further information was provided by the customer. The subject device was returned to an olympus repair center for evaluation and the customer¿s reported problem was confirmed. The device evaluation found that the direction tube was missing. The device evaluation also found that the distal end had a dent and there was debris on the optical system and within the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the little peg that allows it to lock into the sheath on the rigid scope was missing. There were no reports of patient harm.